Manufacturer narrative:
Unit evaluated, refer to service record (B)(4) - could not duplicate malfunction, console has no complaints on file and has not been serviced for any reasons; the lot has a failure rate of (B)(4); a review of dhrs indicates no manufacturing issue; good to close.

Event description:
Would not prime.